Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing. No intervention was performed, and the patient's status was unknown.